Event description:
The customer stated that the device paddles have a defect on energy discharge knob. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.